Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 3.8, lab: 3.2.

Manufacturer narrative:
Per complaint description, customer was milking the finger. Milking the finger may cause contamination with interstitial fluids and may lead to inaccurate inr results or test errors. In addition, the incorrect strip code was entered on the unit. Data provided by customer was invalid. Data analysis will not be performed. No further investigation will be pursued. No product is expected to be returned and no strip lot info was provided by the customer. Unable to perform in-house instigation. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.